Manufacturer narrative:
On october 5, 2021, mentor became aware that a date of implantation prior to the manufacturing date of the device according to its lot number was erroneously provided in the initial report sent on august 30, 2021. A best estimate of the date of implantation has been populated. Manufacturer¿s reference number: (B)(4) section d 6a. Implantation month, 6a. Implantation day, 6a. Implantation year populated with (B)(6) 2004.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation with a 270cc mentor smooth round high profile saline implant on the right breast, suffered right breast ptosis and right breast implant migration, post-procedure. The complications were diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.